Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that approximately one month post index procedure, the patient followed up with physician due to the patient¿s leg feeling cold. During the evaluation it was determined that the patient presented with a limb occlusion. Five days later an intervention was performed were a thrombectomy was completed and a stent was implanted. The intervention was completed successfully. The physician noted that the right external iliac artery had a steep angle and it was possible that the occlusion was due to stent graft kinking. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: (occlusion). (Anatomy related; tortuous external iliac artery). Conclusion: (occlusion). (Anatomy related; tortuous external iliac artery).